Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes and a sepramesh ip on (B)(6) 2010, a perfix light plug on (B)(6) 2014 and a 3dmax mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2010, a perfix light plug on (B)(6) 2014, a 3dmax mesh on (B)(6) 2018 and a ventralex st on (B)(6) 2020 . As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted on 13-oct-2020. This supplemental emdr has been submitted to report the corrected product details provided in the amended legal claim. This supplemental emdr represents the bard/davol 3dmax mesh (device #1). Additional supplemental emdrs were submitted to represent the two bard/davol 3dmax meshes (device #2 & device #5), bard/davol ventralex st (device #3) and the bard/davol perfix plug light (device #4). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #1). Additional emdrs were submitted to represent the bard/davol 3dmax mesh (device #2), the bard/davol sepramesh ip (device #3), the bard/davol perfix plug light (device #4) and the bard/davol 3dmax mesh (device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes and a sepramesh ip on (B)(6) 2010, a perfix light plug on (B)(6) 2014 and a 3dmax mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.